Event description:
It was reported by svc report that the wheels would not drop without using force, cot would drop 1 - 2 inches with a pt on it and the non-stryker restraints were used. There was pt involvement; however, no adverse consequences were reported.